Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible, because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address unstable knee. They do not know when or where the primary surgery was performed. Could only see a lot number on the tibia. The femur looked like a size 3 sigma ps right femur. No lot number could be seen. The insert was fixed bearing but no numbers could be seen. No further information is available. Doi: unknown; dor: (B)(6) 2020; right knee.